Event description:
Pt was revised to address femoral loosening. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Although the exact date of the primary is unk, it was reported to have occurred approximately 12 yrs ago. Examination was not possible, as no product was returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.